Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. A simulated therapy was performed on the device. Upon conclusion of the investigation, the cause of the reported issue was determined to be one or more cycles advanced to the next fill when a slow/no flow occurred above the minimum drain volume threshold. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2015 at 22:03:54. During night drain cycle five, the patient's ultrafiltration reading was 1172ml, indicating the home patient drained 1172ml more than their maximum programmed fill volume of 1500ml. No additional information is available.